Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that a syringe 0.5ml 31ga 8mm ufii 10bag 500cs was unable to aspirate during use. The following was reported by the initial reporter: "it was reported that the consumer found one syringe that did not draw the insulin. Verbatim: from phone call on 2021-03-26 16:21:02: consumer called back to inform found the lot # 0118323. Also he used the item. Was able to move the plunger rod and eventually got the liquid up and out of the syringe. Dc from phone call on 2021-03-26 16:12:45: consumer called into bd informed sent an email to the diabetes box. Consumer reported consumer found 1 syringe not not draw up humalog or water. "